Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the mildly tortuous and mildly calcified distal left anterior descending artery. A 2.50mmx15mm emerge¿ balloon catheter was advanced for dilatation. However, during the 1st inflation at 20 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.